Manufacturer narrative:
Product in complaint was returned to zoll circulation on 10/09/2013 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Event description:
Complainant alleged that when the autopulse resuscitation system was turned on and the start button was pushed, the unit would not turn on. Complainant also indicated that the unit was not displaying any error codes. No patient involvement was reported. Manufacturer has requested additional details regarding this incident.